Event description:
During product evaluation, baxter peronnel discovered a colleague infusion pump with a noisy fan. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module software version of 7:01:00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Device evaluation: the reported condition of a colleague infusion pump with noisy fan was discovered and confirmed during product evaluation. This condition was caused by a faulty rear case. It is unknown at this time what repair was taken to correct this condition.

Manufacturer narrative:
(B)(4). Correction: upon further investigation by quality engineering, it was determined that the reported problem does not have the potential to cause a death or serious injury.